Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon scheduled review of this implantable pacemaker, it was observed that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic. The stored electrogram (egm) of the sam episode shows oversensing of noise on the ventricular lead, resulting in pacing inhibition. The device also recorded two atrial tachycardia response (atr) episodes since the last interrogation. Further review was recommended. The leads are competitor products. Additional information was provided. It was mentioned that this device recorded an atr episode showing oversensing of noise with inhibition of pacing. In addition, there is a ventricular episode recorded showing a five seconds pause due to ventricular oversensing. It was recommended to perform a programmer interrogation to review the device system. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that upon scheduled review of this implantable pacemaker, it was observed that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic. The stored electrogram (egm) of the sam episode shows oversensing of noise on the ventricular lead, resulting in pacing inhibition. The device also recorded two atrial tachycardia response (atr) episodes since the last interrogation. Further review was recommended. The leads are competitor products. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon scheduled review of this implantable pacemaker, it was observed that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic. The stored electrogram (egm) of the sam episode shows oversensing of noise on the ventricular lead, resulting in pacing inhibition. The device also recorded two atrial tachycardia response (atr) episodes since the last interrogation. Further review was recommended. The leads are competitor products. The device remains in service. No additional adverse patient effects were reported.